Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Additionally, the reported readings of 351 mg/dl and 105 mg/dl were found in the meter's internal memory log. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's mother) reported she checked the customer's blood glucose and receiving erratic readings of 351 mg/dl and 105 mg/dl on the adc blood glucose meter within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Caller additionally reported the customer experienced a headache and "feeling bad" and stated she treated the customer with "2 doses of palogue" (unknown medication). No additional emergent third-party treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.